Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately nine (9) months post initial procedure, the patient presented at routine follow-up with a possible type ib endoleak as detected per CT (computed tomography) scan. The physician elected to treat the patient by implanting two (2) additional ovation ix iliac limb devices and coiling the right internal iliac artery on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1b endoleak from right limb, and possible dislodged implant/migration (cephalic) were unconfirmed due to a lack of the relevant medical information as pre-computerized tomography (CT) and event CT were not provided. The secondary endovascular procedure was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined due to the lack of the medical records. The final patient status was reported being stable. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233, h6: conclusion code ¿ remove 11.